Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the ventricular lead exhibited intermittent noise. All other electrical measurements were stable and in range. During pocket revision, upon opening the pocket insulation anomaly was noted on the lead. The lead was explanted and replaced. The patient was stable post procedure and would continue to be monitored with routine follow-up.